Event description:
Patient underwent full revision surgery due to high impedance. The explanted lead has not been received to date.

Event description:
The device was not depleted and was still programmed on. Per physician, the patient¿s condition had gotten worse since the high impedance and the reason was because of the high impedance and loss of therapy from vns. Patient was referred for full revision surgery. No known surgical interventions have occurred to date.

Event description:
High impedance was observed for patient's device with impedance > 10,000 ohms upon interrogation. Diagnostic test was not performed. The physician disabled the device and patient was referred for replacement surgery. In efforts to identify the lead product information, operative notes from implant surgery ((B)(6) 2014) were received. A systems diagnostic test on the day of implant showed impedance of 4576 ohms. The device was then programed to have an output current of 1 milliamps at 30 seconds without significant bradycardia or abnormal diaphragmatic movement. Prior to surgery completion, a second system diagnostic test program was initiated showing an impedance of 3026 ohms. No known surgical interventions have occurred to date.